Event description:
Caller reported a malfunction on the pump, identified with malfunction code 16, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.